Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg relocation procedure and was doing well postoperatively. No device malfunction suspected. The device remained implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.